Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of a patient who did not wear a mask and peritonitis coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred described as patient did not wear a mask. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized. On (B)(6) 2011, the patient was given a loading dose of vancomycin 2gm ip and began treatment with fortum 1gm ip once daily. The root cause of the peritonitis was patient did not wear a mask. At the time of reporting, the patient remained hospitalized and the outcome for peritonitis was unknown. The outcome for did not wear a mask was not reported. Dianeal therapy continued. The reporter believed that the event of peritonitis was unrelated to dianeal therapy. The reporter did not provide an assessment of causality for the event of did not wear a mask.